Event description:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pains") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("hyper hemorrhagic periods"), fatigue ("deep fatigue"), musculoskeletal pain ("joint and muscular pains"), myalgia ("pulling in hips that irradiate to legs"), abdominal distension ("swollen abdomen"), tendonitis ("tendonitis"), rash ("rash") and headache ("headaches"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, fatigue, musculoskeletal pain, myalgia, abdominal distension, tendonitis, rash and headache outcome was unknown. The reporter provided no causality assessment for abdominal distension, fatigue, headache, menorrhagia, musculoskeletal pain, myalgia, pelvic pain, rash and tendonitis with essure. The reporter commented: disappearing of several symptoms after removal. Further company follow-up with the regulatory authority is not possible. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: pelvic pain - the analysis in the global safety database revealed (B)(4) cases bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt company causality comment incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.